Event description:
It was reported that a patient was explanted due to infection. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. Device history records were reviewed for the generator. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No other relevant information has been received to date.